Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. Update to d9. The 14fr esheath was returned for examination and confirmed the reported event. Functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the complaint code. However, lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The esheath+ IFU, commander delivery system IFU, procedural training manual, and device preparation manual instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Manufacturing mitigation review was performed, and all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Based on this review it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaints of a torn distal tip and difficulty advancing through the sheath were confirmed per evaluation of the returned device. Device liner torn was not confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "the implanter felt it was difficult to advance through the distal tip of the sheath. When the 16fr dilator was inserted into the sheath and both were removed, post-deployment of the valve, the sheath was noted to have complete splitting at the prox. End near the tapered light grey area. The distal tip was also torn and separated from the sheath itself." Per evaluation of the returned device, the sheath liner was fully expanded, as designed, with no liner tear present. The distal tip of the sheath was torn axially, to the left of the axial score line, and torn radially, along the radial score line and distal edge of the liner. The distal tip was also torn radially between the soft tip and hdpe material to the right of the slanted score line. No pieces were observed to be separated or missing. The failure mode is characteristic of sheath tip tear events as described in product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. The complaints for sheath distal tip torn and difficulty advancing through the sheath were confirmed. This issue has been previously identified in product risk assessment (pra) and a CAPA.

Manufacturer narrative:
The investigation is ongoing as the device will be returned for examination. Imagery of photos received was reviewed and the following was observed: the distal tip was torn but still attached, the introducer is fully inserted through the sheath, the sheath appeared to be fully expanded, as designed, the sheath distal tip appeared to not have fully opened properly along the axial score line indicating the presence of stretching, there are scratches along the shaft or the sheath and the liner appeared to be torn distal to the strain relief. Device to be returned.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, as the 29mm valve traveled through the 16fr esheath plus, the implanter felt it was difficult to advance through the distal tip of the sheath. Post deployment of the valve, when the 16fr dilator was inserted into the sheath and both were removed, the sheath was noted to have splitting at the proximal end near the tapered light grey area. The "distal tip was also torn and separated from the sheath itself". However, the engineering review of the images provided did not confirm the separation. There was no harm to the patient and the femoral artery was closed (with a closure device) without difficulty. The device will be returned for examination.